Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead was placed and the helix was extended, however no sensing measurements were obtained. An attempt to reposition the lead was made however sensing measurements were again not able to be obtained and the helix would not extend. A second lead was attempted and again no sensing was obtained. It was suspected that the patient had a silent atrium, causing the difficulty to obtain p-waves. However, there was a concern this lead had fractured during the procedure when attempted to extend the helix a second time. No ra lead was placed and a single chamber pacemaker with a right ventricular (rv) lead was successfully implanted. No adverse patient effects were reported.